Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7316941. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief, pain and muscle spasm. The patient underwent lead pull and was doing well. Lead was not returned.